Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including coronary artery disease (cad). All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was learned through implant patient registry that a 19mm 11500a aortic valve in aortic position was explanted and replaced with a 21mm 11060a konect valved conduit after an implant duration of 1 year, 2 months and 14 days due to moderate to severe aortic regurgitation. The patient presented with dyspnea. Intraoperatively, a cavity was noted adjacent to where the right coronary ostium would be. The surgeon noted that this was likely a hematoma secondary to the prior root enlargement. An incredible amount of inflammation was noted throughout the aortic root. A 21mm 11060a valved aortic conduit was sutured into place. There was difficulty coming off cbp and patient was placed on ECMO. Hemostasis was obtained and patient was taken to the ICU in critical condition. Patient discharged on pod#3. Per pathology, explanted aortic valve had no vegetations, tears, or calcifications along the valve cusps.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (type of investigation).

Event description:
It was learned through implant patient registry that a 19mm 11500a aortic valve in aortic position was explanted and replaced with a 21mm 11060a konect valved conduit after an implant duration of 1 year, 2 months and 14 days. The reason for reintervention was not provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.